Event description:
A vam pulmonary procedure was being conducted on an (B)(6) year old patient who had dispnea, discovered during CT examinations of a right apical tumor of the lung. The surgeon placed the coil retracta, the coil was not deployed. He pulled the coil and the wire broke. The coil was placed, they checked and there was no consequences for the patient. They finished the procedure (other coils placed but not retracta one) with a perfect results on the arterio venous malformation. Additional information provided by the rep (B)(6) 2014: the surgeon experienced difficulty when delivering the coil: he turned 30 times without the coil being deployed. He pulled the wire and the wire broke. The wire broke when the physician pulled very strongly on it as it was the only solution to get the coil in place to begin the packing technique. No wire remained in the patient. On the screen the radiologist saw the extremity was not dangerous for the patient (no risk of damaging the intima), so he went on with the procedure.

Manufacturer narrative:
(B)(4). One used and damaged delivery wire along with a bent loading cartridge has been returned for investigation. The delivery wire was returned with the distal coil and distal solder joint missing. The proximal coil appeared to have fractured proximal to the distal solder joint and was slightly bent 5 mm from the end. The proximal coil measured correctly in length, and thus most likely broke at the solder joint. The mandril, underneath the proximal coil, appeared to have fractured approximately 5mm from the end of the proximal coil (approximately 5 mm from the distal solder joint). Per specification, there is an inspection, verifying the solders are secure as well as verifying the outside diameter of mandril and coils. The product is shipped with IFU, which provides the warnings, precautions, and instructions for use. The IFU states to "turn the delivery wire counterclockwise 8-10 times, until coil detachment can either be felt or visualized under fluoroscopy. It is recommended that the junction remain just inside the tip of the catheter." The IFU also states "in general, the first coil selected should have a diameter that is 20 percent larger, or 2 mm oversized, than the vessel that is being occluded." The notes and images provided from the sales rep (additional information july 25, 2014) indicates that the coil selected was appropriately sized for the vessel. The notes also expressed that the device was turned about 30 times without deployment before being removed from the catheter. The excess torque that was placed on the delivery wire could have been a contributing factor to the delivery wire fracture. The images provided show that the delivery wire was placed through a tortuous pathway including a near 180 degree turn. This tight turn may have been beyond the devices intended use and could have contributed to the delivery wire fracture and/or difficult detachment. It is likely that either the tortuous pathway and/or the device receiving excess torque beyond its intended use led to the delivery wire fracture, but we cannot determine with certainty which situation led to this failure; thus, we cannot determine a root cause with certainty for this failure. We have notified the proper internal procedure and will continue to monitor for similar complaints. Per quality engineering risk assessment (qera) additional risk mitigating action is recommended. A corrective action has been opened in response to a previous complaint.